Event description:
It was reported that the programmer powered up, but no image displayed on the screen. The user disconnected all peripherals and powered up again. The issue remained. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).